Event description:
It was reported that the device would not hold patient data and settings after multiple recharging and that the mother board needed replaced. The product fault occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg 4/9/2024. D4: primary UDI, h3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The most probable cause is the internal battery failing on the pwa board. The pwa board was replaced to correct the reported problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.